Event description:
Syringe box possibly counterfeit, the pantone is different the assembly of the box is different, it has no lot info, expiration or creation date, and the code printed inside the box does not correspond to the real product code ( printed code 324916), inside the box brings 10 bags of 10 s these if they bring lot info, expiration and creation date, but it does not seem to correspond to information billed from bd or embecta with this code of 100 (B)(6) comment: I bought the syringe 1ml 6mm box 100s where the real code of the product is 324918 ( maquila by bd / embecta ) and I got a box with an incorrect print with code 324916. Batch number not comes printed on the product box but comes a lot in bags inside the sp: 3265263c.

Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause determined at this time. However, probable cause is printer not functioning. CAPA pr00034 was opened to address illegible/partial labelling on packaging. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.